Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was broken and would no longer hold the reservoir in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.